Manufacturer narrative:
Continuation of d10: product ID 978b# (B)(6) implanted: (B)(6) 2024: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6) , ubd: 24-jun-2026, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinary y/bowel dysfunction. It was reported that the device was not working. Patient said since they got the device it has not been helping their symptoms. Patient said they had custom programs done and had one more to try. The patient said if the custom programs did not work, they told the patient they would have to redo the device. Patient works with a nurse practitioner (np) at doctor's office. Patient said the device hasn't worked since it was implanted, then said when they were on program b the device worked well for 3 days then it stopped helping their symptoms. Patient was going to change the program today but is going to stay on program b and increase stim instead. Patient reported baseline symptoms returned/lost therapy benefit. Additional information was received from a manufacturer representative (rep) on 2025-feb-13. Patient stated the therapy was not working and symptom control is the issue. Patient stated it worked during the basic evaluation, but the implant has not been beneficial to them. Lead placement was under consideration and it was not yet resolved.

Event description:
Additional information was received from the manufacturer representative (rep). The rep reported that the patient would see their provider to discuss their options. The issue has not been resolved, and no further action would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.